Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site encountered an issue where the large hem-o-lok clip applier instrument successfully loaded a clip but did not clip the cystic duct. The site tried with another large clip applier instrument and experienced the same issue (refer to patient identifier (B)(6)). There was then prolongation of the surgical case (15-30 minutes reported) due to the search for empty clips in the abdomen, which were successfully located. A medium-large clip applier was used instead, which the site noted to be less ideal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The issue was unsuccessful clip application (incomplete closure of the clip). Large-size hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified suggested diameter for the clip applier instrument (13mm for the large clip appliers, 10mm for the medium-large clip appliers). The issue occurred with the 1st clip application. The fragments were retrieved with a laparoscopic grasper at the end of the case. 2 intact clips were retrieved, which the reporter indicated was all of the fragments, and no additional post-operative tests were performed. The patient has not returned to the hospital due to experiencing a post-surgical complication or related to retaining a foreign object. No images or video were able to be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a failure to clip and empty clip fragments, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clips opened and closed properly. The instrument clipped without issue 3 out of 3 attempts. Visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Isi reviewed the procedure logs, which confirmed that a cholecystectomy surgical procedure was performed on system (B)(4) on (B)(6) 2022. A review of the instrument log for the large hem-o-lok clip applier (part # 470230-12/ lot # k10220307-0142) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial #(B)(4). There were 90 uses remaining after this last usage. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This is considered a reportable event due to the following conclusion: it was alleged that the large clip applier instrument failed to properly clip, and fragments (empty clips) fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure. Unintended fragment(s) falling into the patient required intervention.